Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump gave an error alarm during rewind. Customer also reported issues with dim back light. Blood glucose was unknown at the time of incident. Troubleshooting did not resolve issue. Product will return for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Adjusted the pump backlight brightness from 1-5. The display responded properly for each setting. No unexpected pump error 43 alarm or backlight anomaly noted during testing however, moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection.